Event description:
My dad took a pill last night, he thought it was an alka-seltzer. [Accidental device ingestion] case description: on (B)(6) 2024 a spontaneous case was reported in mexico by a consumer or other non-health professional via call center representative (phone). The report concerns 81-year-old male consumer. The consumer received corega tabs (napc+potm+taed tablet) for indication product used for unknown indication. No concomitant medications were reported. On (B)(6) 2024, after an unknown time of starting corega tabs, the consumer experienced a medically significant accidental device ingestion (my dad took a pill last night, he thought it was an alka-seltzer), (preferred term: accidental device ingestion). The outcome of the event, my dad took a pill last night, he thought it was an alka-seltzer (accidental device ingestion) was unknown. No medical history was reported. No drug history was reported. The action taken were: for corega tabs was unknown. De-challenge was unknown and rechallenge was not applicable. The causality assessment of the event is not reported/ not assessable. This report is made by haleon without prejudice and does not imply any admission or liability for the incident or its consequences. The reporter provided the following comment: "I don't understand you very well, your voice is distorted, yes , what happens is that I want to know what one should do, in this case my dad took an effervescent pill last night, and right now he's telling me, I want to know what side effect, if I have to take him to the doctor, he said that he thought it was an alka-seltzer, an effervescent from corega, for cleaning teeth.".

Manufacturer narrative:
Veeva case: (B)(4).